Event description:
Malpositioned intraocular lens [lens dislocation]. Uveitis [uveitis nos]. Glaucoma [glaucoma nos]. Hyphema [hyphaema]. Case description: spontaneous literature, local ref.n.02-00468, argus n. 2002111386us. A literature paper (am.j.ophtalmol; 133(6);839-41;2002) reported a case regarding a pt who underwent a lens implantation for cataract extraction on unk date. One week after the surgical intervention, the pt developed uveitis-glaucoma-hyphema syndrome of the left eye. Uveitis-glaucoma-hyphema syndrome can lead to loss of vision from glaucomatous optic neuropathy, chronic inflammation, cystoid macular edema, and intraocular hemorrhage. Surgical intervention is ofter required to restore normal intraocular anatomy, replace poorly positioned intraocular lenses, or control glaucoma. An ultrasound biomicroscopy, revealed a lens malposition, in which the haptics were in contact with the pars plicata and were within the capsular bag. The outcome is unk.